Manufacturer narrative:
(B)(4): batch # m92f7u. The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. Two photos were returned along with the instrument. The returned photos show what appear to be scissored clips. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 9 clips as intended. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition as per the instructions for use ¿do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation¿. As the device was found to be fully functional, it could not be determined what may have caused the reported incident as no scissored clips were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Batch # unk.

Event description:
It was reported that during a laparoscopic cholecystectomy, scissoring occurred at firing on the cystic artery. Another device was used to complete the case. There were no adverse consequences to the patient.